Event description:
It was reported that during an implant procedure, the left ventricular (lv) lead pulled back from the target vessel upon removal of the lv catheter. Multiple attempts at placement were made by the physician. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).